Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. A skin reaction consistent with a puncture site infection was reported. The sensor was inserted into the patient¿s arm on (B)(6) 2026, after the insertion area was cleansed with soap and water. On (B)(6) 2026, the patient observed a red bump and surrounding redness at the insertion site. Additional symptoms included rash, inflammation, drainage, pain, itching, and signs of a localized infection. On (B)(6) 2026, further information was obtained indicating that the patient sought evaluation at an urgent care facility on (B)(6) 2026. A healthcare provider prescribed oral doxycycline, which the patient began the same day. During follow-up on (B)(6) 2026, the patient reported that he ¿felt much better¿ after starting the medication and that the infection had subsided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.